Manufacturer narrative:
The reported event of detachment was confirmed on the IV side of the pressure monitoring kit. The reported event of the pressure tubing detaching near the stopcock was not able to be confirmed as the customer did not send back the complete kit. A single IV set without any other components of the pressure monitoring kit was returned for evaluation. As received, the IV tubing had been detached from the bond joint with the drip chamber rather than near the stopcock as reported. Indications of what appeared to be bonding material were observed on both the IV tubing and drip chamber bond areas. No other damage or defect was observed from returned IV set. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is unknown if user or procedural factors played a factor in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the connection on this disposable pressure transducer next to the stopcock detached during use. Therefore, the device needed to be exchanged due to the presence of 100 ml blood reflux. There was no allegation of patient injury. Inquired of patient demographics. Unable to be obtained.